Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged a dim display issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an incorrect insulin delivery if the user is unable to read the display screen.

Manufacturer narrative:
Follow-up #1: date of submission 11/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/03/2016 with the following findings:.dim display with reddish text. Cracked battery compartment below grip pad to case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.